Event description:
This 39 year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140130056) had fallopian tube occlusion insert (lot no. He013ah) inserted. The case describes the occurrence of pregnancy with contraceptive device ("pregnancy"). Other product or product use issues identified: device ineffective ("pregnancy"). The subject had a medical history of contraception (male condoms), premature labor (with delivery), spontaneous abortion (2), parity 3 (2 fullterm 1 preterm) and multigravida (6). On (B)(6) 2019, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2020, 432 days after fallopian tube occlusion insert insertion, she experienced pregnancy with contraceptive device (seriousness criterion medically important). Fallopian tube occlusion insert treatment was not changed. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. The estimated date of delivery was on (B)(6) 2021. The patient's treatment dates suggest potential fetal exposure to fallopian tube occlusion insert during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2021. 2785g was the reported birth weight. The apgar score was 9, 9 (at 1 and 5 minutes). The investigator considered pregnancy with contraceptive device to be related to fallopian tube occlusion insert administration. The reporter commented: the serious adverse event was moderate intensity and is not a adverse event of special interest. There is no reasonable causal relationship to study procedure, hysteroscopy, essure placement, laparoscopy, cauterization, termal device, tuv, hsg, other or either to pre-existing condition. Urine pregnancy test confirmation of pregnancy possible interactions unknown discrepancy: investigator stated this is no sae (serious adverse event), but it could potentially lead to serious deterioration start of pregnancy (B)(6) 2020, in questionnaire last menstrual bleeding on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.956 kg/sqm. [Human chorionic gonadotropin] on (B)(6) 2020: positive. [Ultrasound scan vagina] on (B)(6) 2019: essure placement test. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 39 year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (lot no. He013ah) inserted. The case describes the occurrence of pregnancy with contraceptive device ("pregnancy"). Other product or product use issues identified: device ineffective ("pregnancy"). The subject had a medical history of contraception (male condoms), premature labor (with delivery), spontaneous abortion (2), parity 3 (2 fullterm 1 preterm) and multigravida (6). On (B)(6) 2019, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2020, 456 days after fallopian tube occlusion insert insertion, she experienced pregnancy with contraceptive device. Fallopian tube occlusion insert treatment was not changed. On (B)(6) 2021, the the event had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. The estimated date of delivery was on (B)(6) 2021. The patient's treatment dates suggest potential fetal exposure to fallopian tube occlusion insert during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2021. 2785g was the reported birth weight. The apgar score was 9, 9 (at 1 and 5 minutes). The investigator considered pregnancy with contraceptive device to be related to fallopian tube occlusion insert administration. The reporter commented: the serious adverse event was moderate intensity and is not a adverse event of special interest. There is no reasonable causal relationship to study procedure, hysteroscopy, essure placement, laparoscopy, cauterization, termal device, tuv, hsg, other or either to pre-existing condiiton. Urine pregnancy test confirmation of pregnancy possible interactions unknown discrepancy: investigator stated this is no sae (serious adverse event), but it could potentially lead to serious deterioration start of pregnancy (B)(6) 2020, in questionnaire last menstrual bleeding on (B)(6) 2020. On follow-up (B)(6) 2020 was reported no infant abnormalities or any foetal either intra-uterine or postnatal. On follow-up (B)(6) 2022 estimate date of conception was in (B)(6) 2020. Pregnancy delivery was vaginal. Adverse event pregnancy with contraceptive device was the only na adverse event, and was not another serious or importante medical event. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.956 kg/sqm. [Human chorionic gonadotropin] on (B)(6) 2020: positive [pregnancy test urine] on (B)(6) 2020: positive [ultrasound scan vagina] on (B)(6) 2019: essure placement test lot number: he013ah, UDI: (B)(4), production date: 2017-06-15, and expiration date: 2020-06-28. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2022: pregnancy onset date updated from (B)(6) 2020 to (B)(6) 2020, the seriousness was downgraded from seriuos to non-serious due the pregnancy had no complications and there was no other serious or important medical event. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 39-year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (lot no. He013ah) inserted. The case describes the occurrence of pregnancy with contraceptive device ("pregnancy"). Other product or product use issues identified: device ineffective ("pregnancy"). The subject had a medical history of contraception (male condoms), premature labor (with delivery), spontaneous abortion (2), parity 3 (2 fullterm 1 preterm) and multigravida (6). On (B)(6) 2019, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2020, 432 days after fallopian tube occlusion insert insertion, she experienced pregnancy with contraceptive device (seriousness criterion medically important). Fallopian tube occlusion insert treatment was not changed. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. The estimated date of delivery was on (B)(6) 2021. The patient's treatment dates suggest potential fetal exposure to fallopian tube occlusion insert during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2021. 2785g was the reported birth weight. The apgar score was 9, 9 (at 1 and 5 minutes). The investigator considered pregnancy with contraceptive device to be related to fallopian tube occlusion insert administration. The reporter commented: the serious adverse event was moderate intensity and is not a adverse event of special interest. There is no reasonable causal relationship to study procedure, hysteroscopy, essure placement, laparoscopy, cauterization, termal device, tuv, hsg, other or either to pre-existing condiiton. Urine pregnancy test confirmation of pregnancy. Possible interactions unknown. Discrepancy: investigator stated this is no sae (serious adverse event), but it could potentially lead to serious deterioration start of pregnancy (B)(6) 2020, in questionnaire last menstrual bleeding on (B)(6) 2020. On follow-up (B)(6) 2020 was reported no infant abnormalities or any foetal either intra-uterine or postnatal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.956 kg/sqm. [Human chorionic gonadotropin] on (B)(6) 2020: positive. [Pregnancy test urine] on (B)(6) 2020: positive. [Ultrasound scan vagina] on (B)(6) 2019: essure placement test. Lot number: he013ah. UDI: (B)(4). Production date 2017-06-15. Expiration date: 2020-06-28. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-sep-2022: quality safety evaluation of ptc. String generated by auto-narrative. Do not modify. Change log. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 39 year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" protocol: (B)(4). The subject patient ID: (B)(6) had fallopian tube occlusion insert (lot no. He013ah) inserted. The case describes the occurrence of pregnancy with contraceptive device ("pregnancy"). Other product or product use issues identified: device ineffective ("pregnancy"). The subject had a medical history of contraception (male condoms), premature labor (with delivery), spontaneous abortion (2), parity 3 (2 fullterm 1 preterm) and multigravida (6). On (B)(6) 2019, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2020, 432 days after fallopian tube occlusion insert insertion, she experienced pregnancy with contraceptive device (seriousness criterion medically important). Fallopian tube occlusion insert treatment was not changed. On (B)(6) 2021, the event had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. The estimated date of delivery was on (B)(6) 2021. The patient's treatment dates suggest potential fetal exposure to fallopian tube occlusion insert during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2021. 2785g was the reported birth weight. The apgar score was 9, 9 (at 1 and 5 minutes). The investigator considered pregnancy with contraceptive device to be related to fallopian tube occlusion insert administration. The reporter commented: the serious adverse event was moderate intensity and is not a adverse event of special interest. There is no reasonable causal relationship to study procedure, hysteroscopy, essure placement, laparoscopy, cauterization, termal device, tuv, hsg, other or either to pre-existing condition. Urine pregnancy test confirmation of pregnancy. Possible interactions unknown. Discrepancy: investigator stated this is no sae (serious adverse event), but it could potentially lead to serious deterioration start of pregnancy (B)(6) 2020, in questionnaire last menstrual bleeding on (B)(6) 2020. On follow-up 08-aug-2020 was reported no infant abnormalities or any foetal either intra-uterine or postnatal. On follow-up 03-oct-2022 estimate date of conception was in (B)(6) 2020. Pregnancy delivery was vaginal. Adverse event pregnancy with contraceptive device was the only na adverse event, and was not another serious or important medical event. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.956 kg/sqm. [Human chorionic gonadotropin] on (B)(6) 2020: positive. Pregnancy test urine] on (B)(6) 2020: positive. [Ultrasound scan vagina] on (B)(6) 2019: essure placement test. Lot number: he013ah, UDI: (B)(4), production date: 2017-06-15, expiration date: 2020-06-28. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-oct-2022: investigator provide the follow information estimate date of conception was on (B)(6) 2020, pregnancy outcome, pregnancy delivery was vaginal. Adverse event pregnancy with contraceptive device was the only adverse event, and was not another serious or important medical event. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.